Manufacturer narrative:
The complaint investigation for a falsely elevated result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house testing in addition to the review of historical performance of reagent lot 04953ui00, was completed. Trending review determined no trends identified for the issue for the product. Device history record review on lot 04953ui00 did not show any potential non-conformances, or deviations. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Worldwide data was reviewed and determined that patient median result for the lot is comparable with other lots in the field. Labeling was reviewed and found to adequately address the issue under review. Per product labeling, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 04953ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. A1 patient identifier: sid (B)(6), sid (B)(6), and sid (B)(6) these sample ids are all the same patient. This is all the patient information provided.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results on a (B)(6) female. The customer stated that the suspected false positive troponin-I results showed a discrepancy with the clinical symptoms of the patient. The patient's past medical history stated she has an exertional angina, hypertension, asthma, nstem, aortic dissection and is taking aspirin. On (B)(6) 2020 the patient was feeling dullness in the morning and at 10:00 am patient was transported by ambulance because of consciousness issues. The patient was having right upper body paralysis. On (B)(6) 2020 at 14:20, the facility performed a cardiac catheter exam with IV contrast on the patient. The cardiac catheter exam was not performed due to the false positive troponin -I results. There was no resulting patient harm reported. The follow data was provided. (Troponin reference range: greater than 0.032 ng/ml= positive): on (B)(6) 2020 at 17:57 sid (B)(6) = result = 7.93 ng/ml, bnp = 17.00 pg/ml (less than 18.4 pg/ml= negative). On (B)(6) 2020 at 21:16 sid (B)(6) = result = 7.93 ng/ml. On (B)(6) 2020 at 08:03 sid (B)(6) = result = 5.86 ng/ml there was no further impact to patient management reported.